Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or motor error or compromised forced sensor system alarm due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.